Manufacturer narrative:
(B)(4). See MDR # 1219856-2017-00004/1900050118 for other report; see MDR # 1219856-2017-00008/1900050218 for other report.

Event description:
The event involved a patient, (B)(6). The cardiologist inserted the first intra-aortic balloon (iab) using a sheath into the patient's right femoral artery. After around 40 min. Of intra-aortic balloon pump (iabp) therapy, the pump alarmed for helium loss. The registered nurse (rn) checked the catheter, and found no kinking issue. After a short period, the pump showed "high pressure". The medical doctor (md) found there was blood in the helium tubing. The iab was removed, and while in the medical intensive care unit (micu) a second iab was inserted via the patient's right femoral artery. After ~ 5 min, the pump showed "high pressure." The clinician reset the pump, checked and confirm balloon okay, and then keep pumping. Two minutes later, the clinician found the pump ceased without alarm, showing "kinked catheter, partially wrapped balloon, balloon too large." Clinician confirmed the helium tube was not kinked and no blood inside, and reset the pump again. Three minutes later, blood was found in helium tube. The attending physician then decided to stop using iabp. Around 3 hours later, the patient deceased.

Manufacturer narrative:
(B)(4). The reported complaint is confirmed based on our investigation findings. Abrasions were found on the iab's, which caused the reported "high pressure alarms". Our investigation revealed that the pump functioned as designed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Other remarks: there were two associated MDR reports: see MDR # 1219856-2017-00004/1900050118 for other report, see MDR # 1219856-2017-00008/1900050218 for other report. MDR 00004/1900050118 is the first reported complaint. The hospital used a second iab 00008/1900050218 on the patient with reported coronary artery disease and triple vessel disease.

Event description:
The event involved a patient, (B)(6) in height. The cardiologist inserted the first intra-aortic balloon (iab) using a sheath into the patient's right femoral artery. After around 40 min. Of intra-aortic balloon pump (iabp) therapy, the pump alarmed for helium loss. The registered nurse (rn) checked the catheter, and found no kinking issue. After a short period, the pump showed "high pressure". The medical doctor (md) found there was blood in the helium tubing. The iab was removed, and while in the medical intensive care unit (micu) a second iab was inserted via the patient's right femoral artery. After ~ 5 min, the pump showed "high pressure." The clinician reset the pump, checked and confirm balloon okay, and then keep pumping. Two minutes later, the clinician found the pump ceased without alarm, showing "1. Kinked catheter, 2. Partially wrapped balloon, 3. Balloon too large." Clinician confirmed the helium tube was not kinked and no blood inside, and reset the pump again. Three minutes later, blood was found in helium tube. The attending physician then decided to stop using iabp. Around 3 hours later, the patient deceased.